Event description:
Customer reported system is arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage cable connectors. System operates as intended.